Event description:
The manufacturer received information alleging an issue related to a dreamstation bipap autosv device. The patient's attorney reporting allegations of reduced cardiopulmonary reserve, heart failure. No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.